Manufacturer narrative:
Vaser system was returned for evaluation. Service could not confirm the complaint as the customer described. The vaser is functional and meet with specification. The vaser lens is damaged and will need to be replaced. No other issues were found. Both of the customer's vaser handpieces are functional and passed the safety tests. Vaser lipo system risk assessment lists patient burns as a possible complication of treatment. Based on the available information, no causal factors can be determined, and no conclusion can be drawn. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Manufacturer narrative:
The product has not been returned for an evaluation. The investigation is underway.

Event description:
A user facility reported a patient burn for a vaserlipo treatment. At this time, there is no other information. Information is being sought after and a report will be filed when more information becomes available.